Event description:
It was reported that the ventricular lead exhibited oversensing, noise, and non-capture during episodes of atrial fibrillation (af). Lead impedances had also decreased. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.